Event description:
It was reported that this inflatable penile prosthesis (ipp) was not properly functioning due to fluid loss. All components were removed and replaced with a new ipp. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak and pressure testing, visual inspection found that both cylinders had wear at a fold in the proximal and distal end. Furthermore, cylinder one outer tube had holes from wear at a fold and kink resistant tubing wear in the proximal end of the cylinder. The reservoir was visually inspected and underwent leak testing; however, no damages or abnormalities were found. Based on the information available and analysis results, the cylinder one outer tube holes from wear at a fold and kink resistant tubing wear in the proximal end of the cylinder could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not properly functioning due to fluid loss. All components were removed and replaced with a new ipp. No patient complications were reported.